Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a pink fluid coming out of both sides of the gas ports. This was an adult case that started (B)(6) evening and ended at 5 am (B)(6). Patient = 89 kg, average flow = 4.5 l/min, line pressure = 215-230 most of the time, mean arterial pressure (map) = 50¿s, sweep rate = 2.3-3 most of the time, activated clotting time (act) = 1000+ the entire case, bypass time = 351 minutes. Patient was not doing great during the case because they had received cardiopulmonary resuscitation (CPR) for 45 min prior to going into the operating room. Patient was also placed on extracorporeal membrane oxygenation (ECMO) and then transitioned to bypass 20 min later. Lowest lactate was 15 to start. Pink fluid not noticed until the end of the case, when they came off bypass and oxygenation was good the entire procedure. No known consequence or health impact to patient, product was not changed out, there was a blood loss of 5cc, procedure was completed successfully.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 11, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 4114, 3331, 4210, 4315). The actual device was not returned; however, a photo was provided that confirmed the plasma leakage. It is possible that there are unknown factors that contributed to the plasma leakage. Without the actual device returned, a definitive root cause was unable to be determined. The plasma leakage is believed to be a result of prolonged usage which led to the fiber pore surfaces becoming hydrophilic through absorption of elements circulating in the blood over time. A review of the device history records revealed no manufacturing issues related to the reported event. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.